Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, noise resulting in oversensing due to alleged, but not confirmed lead damage was observed on the ventricular lead. Isometric testing was performed and noise was not reproduced. Reprogramming was performed to resolve the event and the patient condition will continue to be monitored.